Manufacturer narrative:
An event of clot in right atrium was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Patient did had history of deep vein thrombosis which could have contributed to the reported event. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a amulet delivery sheath 14f 80cm was selected to implant a 28mm amplatzer amulet device. During the procedure, it was noticed after the transseptal with the non abbott device, a large clot had formed on the 14f amulet delivery sheath in the right atrium which was seen on transesophageal echocardiogram (tee) . The patient had a prior history of deep vein thrombosis. Activated clotting time (act) was >250 (in the 290s) and more heparin was administered. The clot was aspirated successfully out of the right atrium and the physician proceeded to successfully deploy a 28mm amulet device. The patient was stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.